Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident dianeal pd2 ultrabag and extraneal viaflex therapies, intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis and was admitted to the hospital on (B)(6) 2011. On (B)(6) 2011, the patient was given a loading dose of vancomycin 1gm ip. It was unknown whether the patient recovered from the peritonitis. Dianeal pd2 ultrabag and extraneal viaflex were ongoing. The reporter believed the peritonitis was unrelated to dianeal pd2 ultrabag and extraneal viaflex therapies.